Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via remote transmission with a device that did not reach the expected longevity. This was likely an inaccurate measurement as the merlin.net programmer was using an outdated software. The patient was asymptomatic throughout the check.